Event description:
It was reported that during an coil embolization treatment procedure, the catheter became stuck on the guide wire. A non bsc guide wire became stuck in the renegade hi-flo catheter. The devices were removed as a unit without incident. Patient status is listed as good.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed kinks at 15 & 137cm from the proximal end. An appropriate sized mandrel was advanced and slight restriction was experienced at the kinks along the catheter shaft; however, the mandrel advanced out of the distal tip. Dimensional inspection found all measurements to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states "to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade hi-flo microcatheter and guiding catheter, and b) the renegade hi-flo microcatheter and any intraluminal device." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an coil embolization treatment procedure, the catheter became stuck on the guide wire. A non bsc guide wire became stuck in the renegade "hi-flo" catheter. The devices were removed as a unit without incident. Patient status is listed as good.